Event description:
It was reported that balloon rupture occurred. A 10mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured at 6 atm. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.